Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 30cm length, model: 3183, UDI: (B)(4), serial: n/a, batch: 3558619.

Event description:
It was reported that the patient experienced ineffective therapy from both of their scs systems. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead or adapter is responsible for ineffective therapy of either system.

Event description:
Additional information indicates surgical intervention was undertaken on 30mar2026 wherein both systems were explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.